Event description:
It is reported that a nurse tripped over the cord of an unspecified piece of equipment. This caused the nurse to lose her balance. When she lost her balance, she grabbed onto the handle of the olympus cart containing an olympus ultrasound generator and olympus electrosurgical generator tipping it over onto the floor breaking the handle of the cart. The broken edges of the cart handle caused multiple cuts on her hand. The nurse was taken to the emergency room where she had an x-ray of her hand and the multiple cuts were sutured. The cart was repaired in the field. No additional consequences have been reported as a result of this occurrence. Cross reference MFR. Report number 8010047-2020-07958.